Event description:
It was reported that the patient with this pacemaker system presented to the emergency room due to palpitations. The physician requested review of stored device data. Technical services provided this pacemaker system exhibited right ventricular loss of capture and high capture thresholds. The patient was seen in clinic and reprogramming was completed. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.